Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. Scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an alarm on the insulin pump. Customer stated the insulin is squirting out during the manual prime. During the troubleshooting customer stated the drive support cap is sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 93mg/dl. Nothing further reported.